Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient was only able to recharge the ins if they lay down on the ins recharger (insr) antenna. The patient reported that if they are up working and doing stuff, it turns itself off and will not work. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was clarified. It was stated that it was unknown "if the patient was up and working and doing stuff, it turns itself off and will not work" was referring to the implantable neurostimulator (ins) or the ins recharger (insr). No further complications were reported.